Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, sustained physical damage, and had an unresponsive keypad. The customer stated that the part around the reservoir compartment's rim had broken off, and now the reservoir compartment would not secure the reservoir in place. The customer was unsure how the damage had occurred. The customer's blood glucose was 157 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express esc button dome switch. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.